Event description:
It was reported the patient received the following results within 15 minutes: 517 mg/dl, hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), 121 mg/dl, 168 mg/dl, and 162 mg/dl.